Manufacturer narrative:
Corrected data: h4: manufacture date: 9/13/96. Summary of evaluation: the tibial insert was visually and dimensionally inspected as received. The insert in the as-received condition was then assembled to three baseplates with the results of crisp snap action and full, tight seating using only two thumbs pressure in all tests. A review of the device history record for this insert, as well as for the reported baseplate, found that no discrepancies were reported during manufacture. The examination results, although not conclusive in the absence of the event baseplate, suggests that this event is not device related but rather is associated with intra-operative technique.

Event description:
The tibial insert would snap into the baseplate. There was no adverse consequence for the pt.